Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review. Updated fields: d4, h4 and h6. Manufacturing and quality control review was performed for the affected lot number and showed no non-conformities or deviations regarding the described issue.

Manufacturer narrative:
The referenced hf electrode was not returned to the service center for evaluation. The exact cause of the reported event cannot be conclusively determined, however, operational technique or user error cannot be ruled out as a contributory factor to the reported event. To mitigate the risk of patient injury, the instruction manual provides caution that states, "contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in arc-over between the hf-resection electrode and the metal part. ¿¿ always keep a distance of at least 10 mm between the hfresection electrode and metal parts."

Event description:
The service group was informed that during a transurethral resection of a prostate(turp) procedure, the loop wires at the distal tip from four high frequency (hf) electrodes broke off and fell into the patient. The device fragments were removed from the patient via suction. The intended procedure was completed using a fifth hf electrode. There was no serious injury or death reported. Additionally, the user facility indicated the patient had a previous urolift (implanted metal in prostate) and the reported loop wire breakages were attributed to metal to metal contact. The physician was reportedly experienced and was aware the patient had an implanted metal in the bladder but continued to perform the turp with the hf resection electrodes. There was no unintended bleeding to the patient or issue withdrawing the electrodes. The patient required additional anesthesia as the procedure lasted longer than normal. Only one of the electrodes will be returned. The other three damaged electrodes were discarded following the procedure. This report is for 1 of 4 electrodes.

Manufacturer narrative:
The device (lot#1100192421) was returned to the service center for a physical evaluation. The evaluation confirmed the reported "broken loop" as a visual inspection found the loop wire at distal end of the device was broken at the left section. Additionally, the loop wire appears to have melted and formed a ball like shape where the wire is disconnected. There was no external damage to the insertion portion shaft. The stabilization tube was observed and no damage found. The device was not able to be tested for energy output due to condition of the loop.